Event description:
The manufacturer received information alleging the active exhalation verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test had failed when it was being performed on a trilogy ev300 device. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A service technician went to the customer site to evaluate the device. The service technician replaced the device's proportional valve and three-way solenoid valve to address the issue. Afterwards, the service technician confirmed the device was operational.